Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision a ruptured on the cylinders was noticed. As a result, the device was explanted and replaced. No patient complications reported.